Event description:
During coronary artery bypass graft, pt rec'd a 3-5mm burn to left thigh from esu pencil. Burn required excision in the operating room. Two pencils were in one unit and when the foot pedal was pressed, the hand unit fired. Malfunction was reproduced in biomed dept. Unit sent to biotech for replacement of defective mv relay and hand control jacks.